Event description:
The user had difficulty inserting a fast1 into a pt suffering persistent epileptic seizures, specifically that even "with deep axial pressing" they got "no tripping" of the device. The user had previously tried to get IV insertion, but had failed after 5-6 attempts. The pt continued to seize after both intra-nasal administration of dormicum (sic) and rectal administration of dizepam (sic). The pt outcome was good. (B)(4).

Manufacturer narrative:
(B)(4): still under investigation.